Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the cause of the low impedances on electrodes 0 and 1 was not determined, and the most likely cause was unknown. The rep stated no further steps were planned since the patient was satisfied with the effect of the stimulation. The issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the doctor encountered system error 0x3b3ba22a when attempting to interrogate the implanted battery. The rep was advised that in general, a system error indicated that the app encountered an unexpected error. Normally, a system error was cleared by terminating the running application and restarting the application. It was unknown if the issue was resolved. Additional information was received from the rep on 2026-apr-02. The rep reported that the cause of the system error was not determined, and the most likely cause was unknown. Regarding the steps taken to resolve the issue, the rep stated they met with the patient on (B)(6) 2026, and they could connect to the ins with the patient's smart programmer via the "physician" app without any problems. The rep also tried to connect via the "my therapy" app which also worked. Since the rep couldn't reproduce the problem, the patient was sent home with their own smart programmer. The rep hadn't heard back from the patient or the physician, so the rep guessed the problem hadn't appeared anymore. Additionally, low impedances were noted on electrode 0 and 1.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.